Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified also, no physical damage was found at the locations with foreign material. The event can be detected and prevented by following the instructions for use: -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the colonovideoscope¿s air/water (a/w) tube and a/w cylinder had foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.